Event description:
The customer reported that the device had no audible tone. Troubleshooting was performed. The audible tone could not be heard.

Manufacturer narrative:
Final analysis revealed that the pump did not have an audible tone due to broken negative transducer wire on the interface board. However, device passed the seat, rewind, and occlusion tests.